Manufacturer narrative:
On 2/25/2020, the mentor failure analysis lab has received the device for evaluation. On 3/2/2020, during visual evaluation of the device it was observed to be ruptured. The evaluation determined that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ an investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(6). (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form 070028-2020-01 that a (B)(6) caucasian female patient underwent a breast reconstruction primary with mentor siltex contour profile moderate 425cc and experienced deflation on the left breast implant and bilateral capsular contracture. The patient experienced diastasis recti. The patient had a history of breast carcinoma, bilateral mastectomies. As a result, the patient had undergone removal and replacement with mentor breast implant of unknown type on (B)(6) 2019.